Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was 380mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test, and the device alarmed during the basic occlusion test as a result of a protruded/loose drive support disk.